Manufacturer narrative:
Initial 1 of 2. E1: establishment name: tandem, country: united states of america, address ¿ line 1: 11045 roselle street, address ¿ line 2: suite 200, city: san diego, state, province or territory: california, post office or zip code: 92121. Based on the available information, this event is deemed to be reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported by the patient¿s father that the infusion sets aren¿t staying in as long as needed due to lose body fat on (B)(6) 2026. This emdr is being submitted for an unknown number quantity.